Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. Patient replace supplies as necessary and resume insulin. No further information available.